Event description:
It was reported when using the pyxis medstation es system auxiliary drawers 3 and 4 had multiple failures, prevented the user from removing medications for a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to(B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer reseated all rear connections for drawers and repaired the sensor that had fallen out of the hard stop. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the pyxis medstation es system auxiliary drawers 3 and 4 had multiple failures, prevented the user from removing medications for a patient. The customer stated that there was no delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be replicated. A field service engineer reseated all rear connections for drawers 3, and 4 as a preventive maintenance and repaired the sensor that had fallen out of the hard stop. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.